Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification handpiece tip was overheating. Additional information has been requested.

Manufacturer narrative:
The system was determined to have met specification and the handpieces were not examined with the system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause could not be determined conclusively. (B)(4).